Event description:
It was reported that post a coronary drug eluting stenting treatment procedure where a 2.25x24mm taxus express2 atom stent was deployed, stent thrombosis occurred. Two days post the pt's discharge from the hospital, the pt experienced chest pain, and was admitted to the hospital with an st myocardial infarction. The physician identified stent thrombosis. No pt complications were reported. Pt status reported as "stable". Additional info was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.